Event description:
According to the available information the patient was undergoing a revision surgery as the reservoir migrated out of the retropubic space. The doctor planned to solely reposition the reservoir. During revision surgeon, doctor accidentally broke the tubing and the reservoir ripped apart from the rest of the implant, so the doctor attached a new reservoir to the existing implant.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.